Event description:
It was reported via phone call, that the numbers on the insulin pump scroll, without any input from the customer. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The functional testing could not be completed due to unresponsive buttons. No moisture damage was noted on the electronic assembly. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube window and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.